Event description:
It was reported the patient lost stimulation and the device didn't respond to the patient or doctor programmer. The doctor suspected battery eol; however, the patient lost stimulation after horseback riding near a transformer.

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from patient/technical services for MDR review during the time period of 2004 to 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 11 unreported malfunction events for model 7426, 5 malfunction events for model 7428, and 1 malfunction event for model dbs lead for the above time period (all product). This total includes the event described in this report.